Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 196mg/dl. Troubleshooting was performed and the alarm occurred even after inserting a new battery. Customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted..